Event description:
Customer reported the battery life had a short capacity. An attempt was made to operate device with a new battery and the attachments were jammed. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing revealed the motor was rough running and seized due to normal wear of components. The device was repaired and returned to customer on (B)(4) 2013. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.